Event description:
Potential infection was reported for patient with bilateral total knee implants. Incision and drainage procedure is planned. Poly inserts may be exchanged during the procedure.

Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.